Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft coil fractured. The physician was able to finish the procedure. Per a follow-up with a company representative on march 13, 2001: the gdc 10-ultrasoft coil was partially inside and outside the catheter at the time of the fracture. Approximately 1 cm of the distal portion of the device was still in the catheter. The entire gdc-10 ultrasoft was removed with the catheter. Patient did not require any additional intervention and was not affected in any way by this event.